Event description:
While using a byte night aligners, patient reported that their aligners are cutting into their gums on their right side. From photo patient sent, there is inflammation on the upper right side. Provided tips and warm salt water rinses.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.